Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis, should pertinent information be provided.

Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced due to lead conductor fracture. The rv lead also exhibited oversensing and reportedly, tachy therapy was deactivated and the patient was required to wear a life vest until the replacement procedure. The implantable cardioverter defibrillator (ICD) device was also replaced during the same surgical intervention due to physician discretion. No additional adverse patient effects. The lead is expected to be returned for analysis. The lead was returned for analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis, should pertinent information be provided. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements were within normal limits. The lead was returned severed approximately 45-cm from the tip end, only the distal segment was returned. Visual inspection revealed cut/tear in the insulation, also the tip portion of the helix was severed off and was not returned, likely explant damage. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations of over-sensing and conductor fracture.

Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced due to lead conductor fracture. The rv lead also exhibited oversensing and reportedly, tachy therapy was deactivated and the patient was required to wear a life vest until the replacement procedure. The implantable cardioverter defibrillator (ICD) device was also replaced during the same surgical intervention due to physician discretion. No additional adverse patient effects. The lead is expected to be returned for analysis. The lead was returned for analysis.